Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with right lower extremity deep vein thrombosis. At some time post filter deployment, it was alleged that the patient was diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two years of post deployment, a computed tomography of chest was also performed for chest pain and shortness of breath which showed positive for right lower lobe pulmonary embolism. Also, a computed tomography of abdomen and pelvis was performed for right flank pain, low abdominal pain and dysuria at another facility. The study showed that there was an inferior vena cava filter noted at l2 level. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6(method) h11: h6(result and conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with right lower extremity deep vein thrombosis. At some time post filter deployment, it was alleged that the patient was diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. However, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.